Event description:
It was reported that a pt had post resection of posterior fossa meningioma in 2004. The patient was discharged 5 days later in stable condition. The patient had been followed since the surgery because of a subgaleal fluid collection and due to pseudomeningocele formation. Their posterior fossa subgaleal fluid collection has been tapped five (5) times. Initially, the implanting surgeon thought that the surgery with a lumboperitoneal shunt placement would be an option for them to relieve the pseudomeningoecele, but after several taps, it looked like the fluid collection was relieved. Csf assays were performed and showed no infection. In 2005, the patient returned to the neurosurgery clinic for follow-up visit and a physical examination was performed in which the incision looked very well healed adn there was no fluid collection under the incision. The patient had no complaints except for some headaches intermittently during the day for which they do not have to take pain medication. 11 days later, the patient presented to clinic and noted that fluid recollected again 3 days ago. They had a mild headache in the posterior part of their head. They had no nausea or vomiting or any additional symptoms. Csf was sent for analysis for culture and blood cells. Results showed increased wbc of 924 and eosinophil count of 80. The implantin physician decided to remove the durepair graft and the patient was admitted to the hospital 5 days later with plans to remove the graft. The graft was removed 2 days later.